Event description:
The facility reported that the patient was being lifted from the bed to a chair when the right back sling clip came off the jib, causing the patient to fall on the floor. No visible injuries were reported, but the patient complained of total body soreness. The patient was transported to the emergency room and later admitted to the hospital for evaluation. (B) (4).